Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. Final analysis found normal device characteristics.

Event description:
It was reported during the implant procedure, the pulse generator exhibited capture anomalies. The device was no longer used and replaced.